Event description:
A report was received that the patient's charger was not communicating with the ipg. The patient underwent a pocket revision wherein the ipg was relocated. The patient was reportedly doing well following the procedure.